Event description:
It was reported to philips that the system would not make fluoro. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment, which was completed by using mobile c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy. Upon functional testing, the fse found several errors related to auxiliary box led. To resolve the reported issue, the fse removed led bulbs and replaced bulbs. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.